Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical cadd legacy plus pump was returned for analysis. During analysis, the customer's reported problem was unable to be duplicated. It was noted that the pump could not be powered up and was unable to perform functional tests due to damage to the pump such as missing back screws. It was also noted that the connector socket was not plugged into the microprocessor unit board and had a damaged housing. Service will replace the downstream occlusion sensor as a precaution. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event was noted to be due to user interface.

Manufacturer narrative:
Other, other text: additional information was received that there was no patient present at the time of the event. The issue was discovering during testing.

Event description:
Information was received indicating that the cadd legacy plus pump displayed a double there were no adverse events reported.